Event description:
The pt contacted animas alleging that the pump was unresponsive to up, down, and ok button presses. The pt claimed that there was a small crack in the keypad near the up and down arrow buttons. The pt also claimed that the buttons were not clicking. She denied that the device is exposed to water.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to keypad button presses. Adhesive/contamination was observed under the button contacts. The keypad was torn at the "down" button.